Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿a surgeon reported that during a cataract procedure, a patient experienced a corneal burn. The surgeon indicated he stepped on the foot pedal for five seconds and noted the corneal burn without using ultrasound phaco power. The procedure was converted to extracapsular cataract extraction. Additional information noted the patient was in the surgical operating room and had received topical anesthesia. No problems were noted during set up. The directions for use (dfu) were followed. The patient was male. The surgeon completed capsulorhexis. The reporter blamed the phaco handpiece for burning the patient incision even with no ultrasound phaco power. The surgeon stated that he introduced the phaco handpiece in the patient eye just for aspiration. The patient complained of pain and after that it was noted that the incision was burned. The procedure was changed to a manual extracapsular cataract extraction. The case was delayed fifteen (15) minutes. On (B)(6) 2016 the patient returned to the clinic to verify if a corneal transplant was required. No further information has been received on the patient status. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system and handpiece were both examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system and handpiece were tested and found to meet product specifications. The handpiece was manufactured on february 14, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on april 17, 2014. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, a patient experienced a corneal burn. The surgeon indicated he stepped on the foot pedal for five seconds and noted the burn without using ultrasound. The procedure was converted to extracapsular cataract extraction. Additional information has been requested.